Manufacturer narrative:
(B)(4). Date sent to FDA: 10/25/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Representative samples were returned for evaluation. Evaluation showed one intact foil and one foil with pinholes in the bottom foil cavitiy and additionally a crack close to a sealing side. Based on the sample condition, the suture degradation was likely caused by pinholes in the bottom foil.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the evaluation, pinholes were found in the unopened sample.